Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation gap between acoustic lens and ultrasound probe was confirmed. However, the cause of the gap between acoustic lens and ultrasound probe was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the adhesive on the bending section cover and the adhesive around objective lens were worn; the elevator channel plug was loose. Due to wear of the lock engagement lever, the upward/downward angulation control knob could not be locked securely; due to adhesive peeling, the right/left knob had a gap; due to damage on switch 1, water tightness was lost and due to wear of the angle wire, the bending angle in up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a gap between acoustic lens and ultrasound probe. There were no reports of patient involvement.